Event description:
Reporter alleged blood glucose measured 120 mg/dl back to back with a result of 284 mg/dl when performed within minutes of each other. No actions were taken or treatment received reportedly. Reporter indicated drinking a pepsi when having low glucose. A request was made for the return of the suspect device and replacement was sent.